Event description:
It was reported that a balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and moderately calcified superficial femoral artery. A 6.00mm/2.0cm/135cm peripheral cutting balloon was selected for use. During the procedure, upon 11th inflation, it was noted that the balloon ruptured in a pinhole form in the middle part of the balloon. The device was removed using normal method without issue and the procedure was completed with a different device. No complications were reported and patient was good post procedure.

Manufacturer narrative:
Initial reporter address 1: (B)(6).